Manufacturer narrative:
Returned to manufacturer on: unspecified. The date received by manufacturer has been used for this field. Results: bd received a sample and photos from the customer facility for investigation. The sample and photos were evaluated visually and the customer¿s indicated failure mode for leakage was observed. Additionally, a review of the manufacturing records was completed for the incident lot #5327599 and no issues were identified. Conclusion: the absolute root cause is indeterminate. The most likely root cause for this failure mode is a part sticking to the mold.

Event description:
It was reported that blood leaked from the gate of the 2.0 ml draw, 13 x 75 mm bd vacutainer® edta tube with pink bd hemogard¿ closure. No blood exposure to mucous membrane. No injury or medical intervention.